Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead, implanted with another manufacturer's device, exhibited noise. Additionally, low out of range pacing impedance measurements were observed. P-waves were measured at .5 millivolts with undersensing noted on a stored episode. The device was reprogrammed to vvi. No adverse patient effects were reported.